Event description:
During on-site service, the service technician experienced a low battery alarm on a flogard infusion pump. No additional information is available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection, functional testing and battery testing were performed. A low battery alarm was identified during the battery test. The cause of the alarm was a defective main battery. The main battery was replaced to fix the found condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.